Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded an untreated episode that appeared to look like noise in the primary vector. Latitude data was analyzed, and boston scientific technical services confirmed the noise issue and provided many possible causes. Technical services recommended to bring the patient in for troubleshooting and provided programming options. Additionally, the patient was seen in-clinic and performed provocative maneuvers, noise was unable to be reproduced. The device was programmed to secondary vector. Noise oversensing was noted in 1x gain and a small amount of oversensing was noted in 2x gain. In 2x gain, there was an increase in r-wave amplitude whilst when the patient was lying on their side. Technical services suggested to program the device to 1x gain with the smart charge extension feature. There were no adverse patient effects reported and the patient was asymptomatic. The device and electrode remain in-service.